Event description:
It was reported that the arctic sun device failed to regulate the temperature. Per sample evaluation results on 01oct2024, it was reported that the level sensor not detecting water level due to dirty water. Fill tube needed to be replaced.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The problem could not be duplicated. Cvs file sent does not show anything wrong. No repairs were made for the reported issue as it was unconfirmed. A 2000-hour pm was completed on the device. Level sensor not detecting water level due to dirty water. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. Level sensor was cleaned. Filling tube replacement. Ctu calibration. Device passed all testing after repair. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Section e initial reporter facility name: (B)(6) hospital. Correction: g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed to regulate the temperature.